Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the renasys go is not charging and the nurse has attempted to use different chargers but this has not worked. Device is no longer able to be switched on. Unknown if s&n backup was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.